Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a recurrent nuisance alarms with emend infusion indicating upstream occlusion despite following instructions for use. This contributed to alarm fatigue and distractions, increased infusion times. The event happened during medication treatment at the outpatient treatment facility. There was no report of patient injury or medical intervention associated with this event. No additional information is available.